Manufacturer narrative:
(B)(4). Eval, results: (death).

Event description:
Two driver rx bare metal stents were implanted, overlapping, at the proximal lcx, due to delivery failure of the study stent. One other brand stent was implanted at the mid lcx, due to delivery failure of the study stent. Pt was asymptomatic/free of symptoms at 30 day follow up and 6 month follow up. A sudden death is reported to have occurred approx 9 months following index procedure. It is reported that the death was not associated with an mi and there was no evidence of stent thrombosis. Cause of death is reported as large intraparenchymal brain bleed. Investigator has indicated that event was not related to the study stent. Pt was taking asa and clopidogrel 24 hours prior to event. (Refer MFR # 9612164-2011-00279).